Event description:
A consumer reported that six months following intraocular lens (iol) implant surgery, he still needs glasses and still has difficulty driving at night. In a follow-up, the consumer further reported that although his vision was better after the surgery, he feels that the lens did not perform as the surgeon and staff asserted it would. The consumer also reported experiencing eye irritation, problems with close up vision (requires prescription), glare when driving at night, and a need to squint which makes driving "difficult and unsafe". Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the lens was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 10/14/2011, 10/17/2011, 10/26/2011 and 11/04/2011 by phone, fax, and mail. Additional information was received from the consumer on 10/20/2011 by mail. A completed questionnaire (from the surgeon) has not been received. (B)(4).